Manufacturer narrative:
Product event summary: the controller and two batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file did not reveal any premature power switching events during the analyzed period. Additionally, log file analysis revealed a controller power up event on (B)(6) 2019, at 04:50:46. The data point prior to the loss of power revealed that a reported battery was connected to power port one. The data point recorded after the loss of power revealed that two different batteries were attached to the controller power ports. The controller was without power for 15 seconds. As a result, the reported premature power switching event could not be confirmed. The reported loss of power event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional product: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of concomitant medical products: 1103, vad, implanted (B)(6) 2017; dtba1d1, ICD, implanted (B)(6) 2017. Other devices involved in this event: heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4), device available for eval: no, mfg date: 2017-07-31, labeled for single use: no,(B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4), device available for eval: no, mfg date: 2017-07-31, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting up from bed when the controller alarmed with two batteries attached and then unexpectedly lost power. The patient was able to attach new batteries and the alarm resolved. Power switching was suspected. Log files indicated a double power disconnect with a pump stop of approximately 20 seconds. Servicing was performed, and the controller and batteries remain in use. No patient complications have been reported as a result of this event.